Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 5054 implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that during a device replacement procedure, noise appeared on the electrogram. The leads were disconnected and reconnected, but the noise persisted. The device was removed and replaced. A second device was implanted and remains in use; however, the noise is still present. No patient complications have been reported as a result of this event.